Event description:
The patient had the zimmer collagen repair patch implanted for knee tendon augmentation. The patient was arthritic with a history of several previous surgeries. Following implantation, the surgeon reported that the patient had a brown effusion from the surgical site. The zimmer collagen repair patch was removed intact and a culture performed, however, the results came back negative.

Manufacturer narrative:
There has been no lot number information provided by the surgeon, however, tsl can confirm that the product is manufacturing process. The product is teminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality.